Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken/ opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. One sharp opening assessed as unidentified (tear) opening. The reason for reoperation was exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.-

Event description:
Health professional reported left side rupture. Device was explanted.